Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported event of a set screw anomaly. The rv/svc set screw had silicone material in its hex cavity. The set screw anomaly was confirmed in the lab. The silicone found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity. This could have caused difficulty in tightening and loosening the set screw. Ate and bench testing were performed. No impedance anomaly was found and the device was found to be normal.

Event description:
It was reported that during implant there was an issue with the set screw. This device was not implanted.